Event description:
The customer obtained back to back results of 50 to 60 (50mg/dl) and approx 95mg/dl. She drank soda and felt better. Troubleshooting discovered the wrong code key was in the meter. The customer was taken to the hosp by a #worker# due to symptoms and a result of 200mg/dl. She alleges the bg result performed on a professional meter was 154mg/dl and that the dr told her bg level was ok and released her. No report of treatment while in the ER. Controls were not run. Return requested and replacement was sent.